Event description:
After iabp for four days, the "helium leak" alarm sounded from the system 97 pump. The iab was changed to a system 90t pump and the alarm stopped. In the evening (same day), blood leaked into the catheter. (Event complications: none from the event - reported 6/30/97.) (Pt's current status: unk - rpt'd 6/30/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.